Event description:
It was reported that the ilet pump became unresponsive with a black screen and would not hold a charge, and a replacement device was shipped with instructions to shut down the original unit, sync data to the mobile app, and return the device using the provided label. Investigation of this case revealed that the device exhibited a power or display failure consistent with a malfunction of the user interface or power subsystem. No clinical symptoms reported as a result of no device display and inability to operate the pump. Outcomes included interruption of pump therapy with the user advised to continue glucose monitoring using the cgm application or receiver. It was concluded that the event was related to a device malfunction, and a replacement device was provided to restore therapy.